Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred. The customer had blood glucose level of 560 mg/dl. Customer went to the emergency room and was subsequently hospitalized on (B)(6) 2022. Customer was treated with intravenous saline and insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding hospital discharge date; however, no response was received from the customer. The customer reverted to an alternate method of insulin therapy.